Event description:
It was reported that the cardiologist of this patient request a possible call for a fracture lead. Technical services (ts) indicated there was no calls related to fracture leads for this patient. Nonetheless, upon review, ts noted an alert for high shock impedances out of range on this right ventricular (rv) lead. This lead remains in service. No adverse patient effects were reported.